Event description:
It was reported by the pt's legal counsel that the pt received a right tka on (B)(6) 2007. The pt was pursuing a liability claim against the nexgen lps flex femoral component. The zimmer tmt tm monoblock tibia is part of the tka. The pt was revised in (B)(6) 2008.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.